Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Externalized conductors were observed on the rv lead via diagnostic imaging. The lead was capped and replaced during normal device change out for eol.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.